Event description:
The clinical staff observed the device in question was not alarming when air passed the device's air detection system. The clinical staff was able to prevent infusion of air into the patient.

Manufacturer narrative:
The device in question was returned to walkmed infusion and inspected by walkmed infusion personnel. Walkmed infusion observed the device in question failed the "air in line" test due to a faulty bubble detector. The reported event was confirmed. The bubble detector was replaced and the device passed a subsequent "air in line" test. A review of the manufacturing records did not reveal any nonconformities related to the reported event.